Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the second staple line was incomplete.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative 60mm ¿ 3.5mm loading unit and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic extended recto-sigmoidectomy. The surgeon placed the first staple line without any difficulties. He/she decided to do a second transection deeper than the first staple line. During transanal palpation, he/she discovered the staple line was insufficient. To resolve the issue, the procedure was converted to open. The staple line was incomplete centrally and was oversewn. The incision was extended more than one inch. Surgical time was extended by 30 minutes or more, but no adverse event is attributed to the extension. Patient status is alive, no injury.